Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported the patient¿s pump hadn¿t worked in two years; the pump was still implanted, but inactive. The patient was back on pain patches, but still wasn¿t doing well. The patient was having withdrawals from the medicine, but the doctor did not want to remove the device and was going to fill it with saline. The pump was still implanted for security reasons. On (B)(6) 2016, a family member of the patient requested compatibility guidelines for a magnetic resonance imaging (MRI) exam. The procedure was reported to not be due to a problem with the device or therapy. The family member initially said the pump was leaking, but then consulted with the patient and said the pump wasn¿t putting out medication. No additional patient symptoms were reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.